Event description:
It was reported by service report that the bed functions were not working causing the bed to be stuck in an elevated position. No pt involvement or adverse consequences are reported.